Event description:
It was reported that diagnostic testing resulted in high lead impedance during an appointment with the neurologist. Additional info from pt clinic notes indicated the pt experienced an increase in seizures and could no longer perceive stimulation nor had the side effect of voice changes due to therapy after the high impedance was found by the neurologist. No recent trauma to the area has been reported and the pt was set up for revision surgery. Additional info was received from a company rep indicating the pt underwent surgery and info from the surgeons office further clarified the pt's lead was replaced due to the reported high impedance. Good faith attempts to obtain additional info and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.